Event description:
The hcp reported that the low reservoir alarm was activated on 11/05/06. Homebound pt was supplemented with po baclofen for withdrawal. Caller states reservoir was accessed and was empty. A follow-up report will be sent if add'l info becomes available to us.